Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank liquid crystal display (lcd) in the system controller was confirmed. The system controller, serial number (B)(6), was returned for analysis. The lcd had vertical white lines which affected the controller¿s ability to display readable messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The root cause for the reported screen issue was conclusively determined to be due to an issue with the thin film transistors of the lcd being shorted on. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3a: sex was requested but not yet provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient performed a self-test and the system controller display screen went blank. The patient was able to do the self-test and all lights and audible alarms were displayed but the display screen lit up and there was no data. The log files also showed two instances of electrostatic discharge (esd) resulting in pump resets and a few out of sequence time stamps on 21apr2024. A system controller exchange was performed. The customer had requested a warranty replacement for (B)(6).